Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt2762 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported after 24h of insertion, 2 catheters blocked, even with continuous infusion and 6 / 6h flushing. It was possible to unblock one of them, the other was not needed and had to be removed and another catheter inserted. No other information was provided. It was reported this event occurred with two devices. This report addresses the first device.